Manufacturer narrative:
Device evaluation: the device was subjected to visual inspection, as well as functional and electrical testing. The evaluation determined that a component would not turn back on after a full battery discharge. Based on the results of the investigation, the reported event was confirmed. Internal complaint number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during initial setup, the patient therapy controller (ptc) was able to scan and connect to a programmer while charging. Upon unplugging the ptc from the charger, the ptc screen went black and became unresponsive. Troubleshooting attempts were not successful. There was no patient involvement.